Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial/lot#: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that a patient's leads were displaying high impedances on multiple contacts. The patient underwent a revision procedure and it was discovered that the leads were fractured. The patient was reimplanted with new leads and is reportedly doing well.

Event description:
A report was received that a patient's leads were displaying high impedances on multiple contacts. The patient underwent a revision procedure and it was discovered that the leads were fractured. The patient was reimplanted with new leads and is reportedly doing well.

Manufacturer narrative:
The complaint was confirmed regarding s/n (B)(4). All cables were fractured 1cm from the clik anchor site. The complaint was confirmed regarding s/n (B)(4). Eight cables were fractured 1cm from the clik anchor site.